Event description:
It was reported that a patient using an ilet bionic pancreas with a dexcom g7 experienced a hypoglycemic event with a lowest continuous glucose reading of 54 mg/dl following paused ilet dosing and physical activity with limited food intake, and the patient self-treated with oral carbohydrates including glucose tablets and a nutrition shake; intermittent communication failure between components and an electrical/magnetic antenna component were noted as device-related issues. Symptoms included hypoglycemia with shaking and tremors. Outcomes included an unexpected medical intervention in the form of medication-equivalent oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with the antenna identified as a relevant electrical/magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.